Event description:
It was reported that a ventricular assist device (vad) patient had high watt alarm(s) that occurred with flow greater than 10l. An echocardiogram (echo) was done and labs were drawn. Lysis was performed, afterwards the power and flows went down. Later, during the night the flow showed 0l. The physicians decided to turn the pump off as the patient was assessed to have an acceptable ejection fraction (ef). The vad remains implanted, out of use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and a controller ((B)(6)) were not returned for evaluation. No performance allegation was made against (B)(6). Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a decrease in power consumption and estimated flows throughout the analyzed period and twenty (20) low flow alarms logged since (B)(6) 2026. This was followed by a sharp increase in parameters on (B)(6) 2026 and one (1) high watt alarm logged on (B)(6) 2026 at 11:24:42. Log file analysis associated with (B)(6) revealed negative trough values logged on (B)(6) 2026 between 11:52:20 and 12:37:26, as the recorded flow approached 12 l/min. As a result, the reported high power and low flow events were confirmed. Of note, information provided by the site indicated that the patient was treated with lysis therapy and that the vad was subsequently turned off. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Based on the historical review of similar high power events and available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in cases of ventricular suction. When the trough is negative, a software coding error can incorrectly process the peak and trough calculation. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿-2¿ for values less than -2.0 l/min. As a result, the most likely root cause of the controller software error observed on (B)(6) can be attributed to a software coding error, which incorrec tly displays peak and trough values when peak or trough is less than 0.0 l/min. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 22-nov-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer received product performance data. Manufacturer's analysis subsequently revealed a software problem was identified. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized and the echo and a computerized tomography (CT) found a thrombus in the vad.